Manufacturer narrative:
The events of infection and wound dehiscence are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: breast wound, infection.

Event description:
Healthcare professional reported left side breast wound via lifecell team. The device has been explanted. Patient was treated with betadine and triple antibiotic solution

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, b6, d4, d6b, h6.

Event description:
Healthcare professional reported left side breast wound via lifecell team. The device has been explanted. Patient was treated with betadine and triple antibiotic solution.